Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "error code e532" could not be presume cause and the event "no image" due to corroded main board and printed circuit board, olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed as the event was not reproduced. The device evaluation found the front panel was not lit due to printed circuit board failure and main board failure, the printed circuit board and main board failure prevented keyboard operation, the battery was not drained, there was corrosion on the main board, there was corrosion on the printed circuit board and there was dust inside the main unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the video system center had error code e532. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was no video output. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.